Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during the patients implant procedure, the physician discovered an infection after making the midline incision. The infection was not device related and the physician opted to abort the procedure. The patient was prescribed with antibiotics.